Event description:
It was reported during routine servicing that the link with fins on the remb sag saw was broken. No patient involvement or adverse consequences were reported as a result of this event.

Manufacturer narrative:
Upon disassembly for visual inspection damage to the retainer and the pin with flange which could contribute to a broken link with fins.